Event description:
During the contra-lateral limb cannulation, the 22mm x 25cm cook introducer sheath was dislodged from the left common femoral artery. Significant blood loss, estimated at 400-450 ml ensued. Much of the blood was collected and returned to the pt through cell saver. An add'l unit of banked blood was administered. The pt remained stable throughout the procedure and is fine.